Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. The device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. The device was monitored for several days. No unexpected blank display, powering off/on, or flashing display noted. The device was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The device calibrated and displayed the programmed test value, 135 mg/dl, properly on the display graph. The device was then programmed with contour next test glucose meter. The device communicated properly, recorded the 23 mg/dl test value properly from glucose meter. No unexpected sensor or blood glucose meter communication errors or anomalies were noted during testing.